Event description:
It was reported that pump screen remained dark and would not turn on unless button was pressed with extreme difficulty and often required multiple presses. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to press button in specific way, confirmed pump screen could turn on but remained difficult to activate, and was issued replacement pump under warranty; customer planned to continue using current pump until replacement arrived, was instructed to place problematic pump in storage mode, reenter pump settings, reconnect continuous glucose monitor to replacement device, and return original pump using prepaid shipping label within 10 days.